Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair, while fixating the mesh, a tack got disengaged into patient's cavity, but was able to be retrieved. Another device was opened to complete the case. There was no patient injury.